Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery. A 2.75mm x 20mm nc emerge balloon catheter was advanced for dilation. However, while pushing, resistance was encountered, and the wire was bent. When the wire was pulled out, the rear end wire and the balloon are separated at about 30-35cm from the hub. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.